Event description:
It was reported during the patient's ICD upgrade surgery the patient's right atrial lead exhibited oversensing. As a result, the lead was capped and a new lead was placed. Electrical values were then tested and were found to be normal. The patient's condition before and after surgery was good.

Manufacturer narrative:
(B)(4).